Event description:
It was reported that in central processing, it was observed that the tips were bent on the prograsp forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of the tip is bent. There was no trouble found. The tips were not bent and were undamaged. Failure analysis investigation found the instrument's pitch cable and drive cable to be frayed. The pitch up cable was frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cables found during failure analysis if to recur could cause or contribute to an adverse event.